Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked on right plunger case, otherwise no appearance of any physical damaged. Unable to duplicate the force sensor bridge test error at power up, all the reading of force sensor within the required specifications. The root cause of the reported issue was not found. Unable to determine the intermittent of the error, no physical or other damaged was found on force sensor. Actions taken to mitigate the reported issue: replaced force sensor for preventive. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that force sensor error event occurred. No patient injury reported.